Event description:
A surgeon reported that a light probe would not fit into the trocar cannula during a procedure. The procedure was completed after exchanging the light probe multiple times. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).